Event description:
It was reported that the patient experienced possible inappropriate therapy in the ventricular tachycardia (vt) zone from their implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.